Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device revealed evidence of polywear. No evidence of product malfunction or product error was indicated. The investigation did not establish that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient's knee was revised due to knee pain, fall and loosening of the tibial component at the cement to implant interface. It was reported that during the patient's revision procedure, her primary attune cemented fixed bearing tibial tray was found to be loose. Upon further examination, surgeon noted that there was no bonding of cement on the underside of the tibial tray. The patient's primary tibial tray and fixed bearing posterior stabilized insert were removed and replaced by attune revision components. Surgeon said that the patient fell approximately one years after her primary procedure, injuring her operative knee, but did not make surgeon aware that she had fallen until a year later. At that time, x-rays were taken, which revealed that she had sustained a patella fractured when she fell. It had since healed. Surgeon believes the tibial tray may have become loose when the patient fell and injured her operative knee. He also believes that the design of the underside of the tibial tray may have been a contributing factor as well, since he has had to revise more than a half dozen primary attune cemented fb tibila trays that he had implanted due to loosening. A depuy smartset medium viscosity bone cement would have been used in the primary procedure, since the hospital only stocked smartset cement. The product codes and lot numbers for the cement are not available, since the cement used was hospital inventory ordered directly from depuy. No surgical delay. Doi: (B)(6) 2017, dor: (B)(6) 2021, left knee.